Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation evaluation. It was reported, prior to a flexible ureteroscopic lithotomy using a ngage nitinol stone extractor, the basket would not open. The operator checked the device before use and discovered the basket failed to open. The procedure was completed by using another new similar type device. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Evaluation of the returned device noted the device handle was in the closed position. The distal shrink tube had been pushed off the basket sheath and onto the basket wires. The basket formation had been pulled into the distal shrink tube. The distal shrink tube was buckled in appearance. There is a 5 mm gap between the end of the basket sheath and the distal shrink tube. Functional testing of the device found that the handle does not actuate the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook could not determine a cause for this complaint. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to a flexible ureteroscopic lithotomy using a ngage nitinol stone extractor, the basket would not open. The operator checked the device before use and discovered the basket failed to open. The procedure was completed by using another new similar type device. There have been no adverse effects reported due to the alleged malfunction.